Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed and the assets information is also not available because there is no data available in the data management system since 12 may 2022. No further investigation was found necessary.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverese event where physician was unable to remove the sensor on the first attempt made. Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed.